Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted with no blood/tissue at the helix region. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Prior to implant, the helix of the right ventricular (rv) lead failed to extend. The rv lead was not implanted, and another rv lead was implanted to resolve this event. The patient was stable.